Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient's weight. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device had migrated causing ineffective therapy. In turn, surgical intervention was undertaken on (B)(6) 2020 to reposition the lead. The issue has since been resolved.